Event description:
Healthcare professional reported that during implant procedure a suture pulled through the sewing ring. She didn't have another valve to use so she repaired it with pericardium. The valve remains implanted and there was no report of adverse effects to the pt.